Event description:
It was reported before use the bd vacutainer® eclipse¿ blood collection needle had failure of product to contain blood (i.e. Leak in needle cannula and or hub). The following information was provided by the initial reporter: "a np needle was deformed. Blood leaked during blood collection.¿

Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for sleeve side piercing with the incident lot was observed. Additionally, evaluation of the customer samples was performed and sleeve side piercing was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® eclipse¿ blood collection needle had failure of product to contain blood (i.e. Leak in needle cannula and or hub). The following information was provided by the initial reporter: "a np needle was deformed. Blood leaked during blood collection.¿